Manufacturer narrative:
(B)(4). The DHR (device history review) for the reported lot number indicates no relevant findings.

Event description:
The customer reports: single lumen PICC insertion via right basilic vein. Uncomplicated vessel access but unable to advance PICC once reached axillary line. Multiple attempts made to advance PICC including, repositioning of arm, head position, valsalva maneuver and flushing whilst inserting. PICC and stylet removed and 80cm nitinol wire placed into PICC. PICC with stiffening wire inserted past obstruction. Johans adaptor used but unable to see p-wave changes to confirm tip location as patient was in slow controlled af. PICC inserted to 47cm and able to be aspirated and flushed. Inserter left PICC insitu and sent patient for cxr which showed incorrect tip location into the l brachiocephalic vein. Patient referred to radiology.